Manufacturer narrative:
Model number/ catalog number: sc-1200, serial number: (B)(4), batch / lot number: 367619, model/ catalog description: precision montage MRI ipg sterile kit. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
It was reported that the patient had signs of infection around both incision sites of the implant. A clear coating was noted around the lead and something appeared to grow under it. The patient had a washout and underwent an explant procedure. The patient was doing well postoperatively. No further information could be obtained.